Manufacturer narrative:
An event regarding fracture involving an exeter stem was reported. The event was confirmed. Device evaluation and results: the material analysis report concluded that ¿the exeter stem fractured in fatigue with the origin on the inner wall of the superior prehension hole. The prehension hole inner wall contained rough machining marks. The stem material was consistent with the astm (B)(4) and iso (B)(4) alloy. No material or manufacturing defects were observed on the parts examined. Medical records received and evaluation: a review by a clinical consultant concluded the only available x-ray confirms the neck fracture with varus dislocation. The acetabular component has correct inclination but the anteversion appears on the low side. However, the root cause of the event could not be confirmed. More and better x-rays would be required. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. The exact cause of the event could not be determined because insufficient information was received. .

Event description:
The regional sales manager reported that he attended surgery for a revision/replacement of an exeter stem that allegedly fractured. He further reported that the patient was a large male who originally had the hip replacement procedure in 2008. It was noted that the stem appeared to become varus.

Event description:
The regional sales manager reported that he attended surgery for a revision/replacement of an exeter stem that allegedly fractured. He further reported that the patient was a large male who originally had the hip replacement procedure in 2008. It was noted that the stem appeared to become varus.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.